Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: unknown hammer (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.010.475, lot# 2681393. Manufacturing location: (B)(4), manufacturing date: mar 15, 2011. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a driving cap broke while inserting a tibial nail during a procedure on (B)(6) 2016. Upon initial hammer blows, the device broke off at the base of the threads and fell to the floor. The procedure was successfully completed without delay and no harm to the patient. Concomitant devices reported: unknown tibial nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed. It was reported that a driving cap broke while inserting a tibial nail during a procedure. Upon initial hammer blows, the device broke off at the base of the threads and fell to the floor. The distal tip of the returned driving cap is sheared off. The device shows signs of hammer marks and surface wear which does not impact functionality. An empty locking screw (04.005.426s) box was returned with the complaint. Per the complaint description and visual inspection, there is no allegation of malfunction against the returned box therefore, further investigation is not needed. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failure is likely related to off axis hammer strikes to the driving cap. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.